Event description:
It was reported that the user inadvertently slid on the ilet while sleeping, after which the device¿s screen was broken or cracked; blood glucose levels were not affected, the user had access to backup long-acting and short-acting insulin, and a replacement ilet was provided with assistance for data synchronization. Symptoms included no adverse physiological effects. Outcomes included no interruption to therapy beyond device replacement logistics. Investigation included customer interview, device history review, and complaint handling with return and exchange processing. Investigation of the returned device revealed physical damage to the exterior consistent with accidental impact, with no associated performance anomaly or alarms.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.